Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarm, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion messages. The cause was determined to be an out of specification force sensor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant unspecified occlusion error that could not be cleared. The process step was during patient infusion (medication, dose, programmed amount and delivery rate unknown) and it would not infuse without error. No additional information is available.